Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The vascular surgery department reported that a box of fusion vascular graft reference (B)(4) and lot number 25118632 contained a blister with a fusion vascular graft reference (B)(4) lot number 25113637 and traceability labels of reference (B)(4).

Manufacturer narrative:
(B)(4). The product was returned to the factory for evaluation. There were signs of clinical use but no evidence of blood. The outer packaging box was inspected. There were no cracks, wrinkles or dents observed on the outer box. There was no damage caused to the outer box labeling. The label attached to the outer box clearly mentioned the device as fusion vascular graft having a diameter of 10 mm and length 80 cm, ref # 501081, upn (B)(4), exp date # 2018-09 and lot # 25118632. The inner blister was removed from the outer box and inspected. There were no cracks, wrinkles or dents observed on the inner blister. There was no damage observed to the blister. The label attached to the outer box clearly mentioned the device as fusion vascular graft having a diameter of 8 mm and length 80 cm, ref # 501088, upn (B)(4), exp date # 2018-04 and lot # 25118637. The two labels did not match. A ship history was performed for the list of products sent to the customer during the period of april-2015 through august-2016. It was found from the ship history that both the products, (B)(4), were shipped to the customer. A query in sap was performed to find the manufacturing date of the two products. It was found that both the products were manufactured approximately 5 months apart. (B)(4) was manufactured on 01-sep-2015 whereas (B)(4) was manufactured on 15-apr-2015. The shop floor paperwork (device history record) was reviewed with special focus on label inspect and label control for (B)(4). There were no non conformities observed with either of the sterile lots. Based on the return condition of the device and the investigation results, the reported failure "packaging issue" was confirmed.

Event description:
The vascular surgery department reported that a box of fusion vascular graft reference vs015010810 and lot number 25118632 contained a blister with a fusion vascular graft reference vs015010880 lot number 25113637 and traceability labels of reference 501108.